Event description:
Unomedical reference number (B)(4). Event occurred in qatar. It was reported that the patient's infusion set packaging was mishaped and shrinked. Moreover, packaging was not sealed properly. No further information available.

Manufacturer narrative:
(B)(6).